Event description:
Per the field clinical specialist (fcs), during implant with a 29mm sapien 3 valve inside a mitral annuloplasty ring by transfemoral approach, during balloon alignment there was increasing resistance noted by the physician. The valve aligned approximately 90% on the balloon but would not fully align to the markers. Initially the implanter elected to proceed with deployment, however, upon attempting to inflate the valve, the balloon did not inflate and when the atrion was pulled negative, it filled with blood. The entire system was removed, and a new valve and delivery system was prepped, the valve was aligned and deployed without further complication.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Investigation is ongoing.

Manufacturer narrative:
Update to h6, component code, impact code, device code, type of investigation, investigation findings and investigation conclusion. The commander delivery system was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. However, imagery provided from the site was evaluated, and the following was observed: inflation balloon material was observed bunching distally, the valve strut was observed exposed through the skirt. Strand of unknown material was caught at the flex tip. One of the proximal wings of the inflation balloon flared outward. The 3mensio imagery provided was reviewed, however it was deemed not applicable to the reported complaint. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints relating to the complaint code. However, lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. The valve in valve mitral position supplemental training manuel provides guidance on valve alignment. Perform valve alignment in the straight section of the inferior vena cava, unlock the balloon lock, pull straight back slowly at the y-connector until part of warning marker is visible, lock the balloon lock, and obtain a magnified perpendicular fluoroscopic view. In addition, slowly rotate the fine adjust wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn valve alignment and system component damaged were confirmed based evaluation of the returned imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, manufacturing mitigation, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, "during balloon alignment there was increasing resistance noted by the physician. The valve aligned approximately 90% on the balloon but would not fully align to the markers". Although it was reported not significant, if valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. As reported, "initially the implanter elected to proceed with deployment, however, upon attempting to inflate the valve, the balloon did not inflate and when the atrion was pulled negative, it filled with blood". Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, "if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary." It is possible that once the resistance was felt, "more strength than usual" was applied to overcome the resistance. It is possible that increased forces and tension could have then weakened the balloon causing the balloon to tear. Imagery review revealed a strand of unknown material caught at the flex tip. The material observed does not represent any material that could be from the delivery system. As valve struts were exposed through the skirt, it is possible that excessive manipulation was used when withdrawing the delivery system causing the proximal balloon wings to catch patient tissue or damage the non-edwards sheath. Any material dislodged from the manipulation may have resulted in the strand of material observed on the delivery system. In this case, available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section, excessive manipulation) may have contributed to the reported event. However, without applicable patient/procedural imagery, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU training deficiencies were identified for these reported. Therefore, no product risk assessment (pra) nor corrective or preventive actions are required for these events. The balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. No product non-conformance was identified during the evaluation and the occurrence rate did not exceed the control limit. In this case, the material separation occurred prior to thv deployment and resulted in procedural delay.